Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a suture needle was submitted for fractographic evaluation. The component was identified as product code sxpp1a405. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: [event information correction] there were no adverse consequences to the patient. => there were adverse consequences to the patient. [Procedure date] unknown => (B)(6) 2021 [event date] unknown => (B)(6) 2021 [contact name] unknown => (B)(6) [additional event information] during a total knee arthroplasty, the needle tip was broken when closing the surgical wound. After the joint capsule was sutured with size 1 pds plus, sxpp1a405 was used for subcutaneous suturing. It was not noticed during the surgery, but when an x-ray was taken after the surgery, the broken needle tip was found to remain under the skin. The patient was explained, and the patient will be followed up because it is unlikely to affect motor function. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke, the needle broke at the tip during continuous suturing. Additional information was requested.